Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation event site city full name: (B)(6).

Event description:
It was reported that during a routine inspection cardiosave intra-aortic balloon pump (iabp) display was shaking. No patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Screen display failure (display flickers up and down), confirmed that symptoms could be reproduced. Display and video generator board replaced. After replacement, inspection was performed to confirm that the problem did not reoccur. The failure analysis and testing department received the following parts associated with this complaint: part video gen. Board and display top lcd. These parts were received with a reported unit failure message of screen display failure. The failure analysis and testing dept. Performed a visual inspection, and parts look to in good condition. Installed video gen. Board and display top lcd into the cardiosave test fixture and tested together and separately to the cardiosave service manual pn 0070-00-0639 revision r. Performed functional and calibration tests and all passed. Display works correctly. The fat dept. Could not verify the failure message of screen display failure. Both parts passed testing. Retaining both parts in the fat dept. Per procedure 0002-07-d008 rev au. Probable root cause for display is "component reliability" and for video generator board is "pcb reliability or excessive stress or fatigue".

Event description:
N/a.